Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that a larger, 12mm, occluder was subsequently implanted.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. When deployed inside the patient, the device presented as a "cobra head" shape. The device was removed from the patient and a 12mm amplatzer septal occluder (lot #: unknown) was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. When deployed inside the patient, the device presented as a "cobra head" shape. The device was removed from the patient and a 12mm amplatzer septal occluder (lot #: unknown) was successfully implanted. No patient consequences were reported.